Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015 while at home. The pt's girlfriend reported that the pt lost consciousness and she tried to perform CPR. Ems was called and continued CPR efforts but were unable to revive the pt. Per review of the event, the pt was in bradycardia degrading to asystole between 20:28:00 and 20:35:36. The pt experienced an inappropriate defibrillation event consisting of five treatments to the false detections. The rhythm following all of the treatments was asystole. Asystole is considered a non-shockable rhythm. The response buttons were not pressed during the entire event.

Manufacturer narrative:
Additional information 09/01/2015: device evaluation summary: evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) has been confirmed. Upon receipt, the monitor was fully functional and able to detect and treat an arrhythmia. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to rear therapy electrodes (tes) was pulled from the strain relief. The cause of the failure was the pulled cable. The root cause of the pulled cable was due to excessive force on the cable. It was reported that resuscitation efforts were made on the patient. There is no indication that the device failure contributed to the patient death or inappropriate treatment. The electrode belt cable was damaged, and resuscitation efforts were made on the patient during the event. There is no indication that the device malfunction contributed to the inappropriate treatment or the death. There is no indication that the inappropriate treatments during asystole contributed to the patient death. Information from 04/14/2015 report: monitor sn (B)(4) and belt sn (B)(4) have not yet been returned to zoll for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. There is no indication that the inappropriate treatments during asystole contributed to the patient death. Monitor sn (B)(4) - 02/2012. Electrode belt sn (B)(4) - 09/2010.

Event description:
Information from 05/14/2015 report: a us distributor contacted zoll to report that a patient passed away on (B)(6) 2015 while at home. The patient's girlfriend reported that the patient lost consciousness and she tried to perform CPR. Ems was called and continued CPR efforts but were unable to revive the patient. Per review of the event, the patient was in bradycardia degrading to asystole between 20:28:00 and 20:35:36. The patient experienced an inappropriate defibrillation event consisting of five treatments between 20:36:16 and 20:40:43. CPR artifact contributed to the false detections. The rhythm following all of the treatments was asystole. Asystole is considered a non-shockable rhythm. The response buttons were not pressed during the entire event.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The monitor was fully functional and able to detect and treat a pt. Belt sn (B)(4) has not yet returned for eval. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. There is no indication that the inappropriate treatments during asystole contributed to the pt death. Monitor sn (B)(4). Electrode belt sn (B)(4), mfg date: 09/2010.